Event description:
Country of complaint: (B)(6). Complaint description: thread is too weak.

Manufacturer narrative:
Us agent notification received: (B)(4) 2014. Complaint description: thread is too weak. Samples received: 2 unopened race-packs. No further patient information and/or surgery delay information was provided at the time of this report. Corrective/preventive actions: not applicable.